Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced an episode of atrial fibrillation due to far-field oversensing of the right atrial (ra) lead. The ra lead was reprogrammed. No further patient complications have been reported as a result of this event. The patient was enrolled in the product (B)(4) study.